Manufacturer narrative:
H6. Updated. The investigation is ongoing.

Manufacturer narrative:
Updated information: d4 catalog number. H6 investigation type added b15, b22. H6 component code changed from g04105 to g07001 and g07003. The investigation for the access site adverse event/hematoma/major bleed has been completed. The cause of the access site adverse event/hematoma/major bleed was unintended use error caused or contributed to the event due to required forward tension sutures and maintaining angle of insertion. The investigation for the mechanical interaction with blood/ hemolysis has been completed. The cause of miwb/hemolysis issue was not established due insufficient clinical details, no product or data logs were returned.

Manufacturer narrative:
E1. Added/updated zip code extension was omitted in initial report.

Manufacturer narrative:
Additional information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Hematoma formation and bleeding were observed at the impella insertion site. The physician was updated on best practices for sheath repositioning. The hematoma and bleeding resolved following the application of forward-tension sutures and manual pressure. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.